Event description:
Pt had prostatectomy in 2000 at which time, bits of resectoscope broke off, 2 remained in bladder. It was discharged two days later. Pt continued to bleed and was re-admitted the next day. A foreign body was removed 6 days later via cystoscopy.